Manufacturer narrative:
Date of birth: (B)(6). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac vein. A 14x90/9fr 75cm wallstent® endoprosthesis was advanced to treat the target lesion. A non- bsc balloon catheter was advanced to dilate the lesion. However, during inflation at the balloon's suggested atmospheres, the balloon was found leaking and stent strut deformation was noted. A new kit of the same device was used to complete the procedure. No patient complications were reported and the patient's status was stable.